Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. They found out that there was a different software on the planning station then on the navigation system. They updated the software on the navigation and then it worked properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation planning system. It was reported patient images were unable to be exported from the planning station to a usb or hospital network. It was noted they were saved as one slice and could be downloaded from the usb or the network to the navigation system. Details from the navigation when trying to download the archive are as follows: (B)(4) ,this issue was noted outside of a procedure, and there was no patient involvement. Additional information was received from a manufacturer representative stating that the planning station was installed later than the navigation system. Installation of the system was done with software version (B)(4). The installation of this planning station was done with software version (B)(4) after they upgraded the software on the navigation system issue was solved.

Manufacturer narrative:
A software analysis was initiated. Analysis found that the behavior was the intended functionality of the software and the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.